Event description:
Patient undergoing sigmoid resection due to his diagnosis of rectal carcinoma. The eea33 stapler was used to complete the anastomosis of the patient rectum and bowel, but did not fully staple the two together. It was determined a leak was present when the surgeon performed his safety check of infusing air into the patient's rectum. The surgeon then opted to hand suture the hole closed. It is unclear at this time if this was a malfunction or if it is related to difficulty aligning the patient's anatomy. The patient's resection was completed, and he was sent to recovery in stable physical state. Equipment was removed from service and sequestered.